Event description:
It was reported that the customer felt the insulin pump was not always delivering insulin correctly. It was also stated that the customer had not received any alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.